Event description:
This is a spontaneous case report received from a physician in united states on 28-apr-2016 which refers to a non-pregnant (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2011. Additional information was received on 28-apr-2016. Physician reported that patient has nickel allergy but states that she was not counseled on it at the time of procedure. She presented pain a couple of weeks after essure placement and ever since. She also has pain with sex and, when she removes her tampon, it feels like something is pulling. In addition, it was informed that, on (B)(6) 2016, patient went to physician's office and put the essure insert on her arm. She got immediate rash reaction. Physician would like information on what reaction site and inflammation would look like, if any studies showing patients with nickel allergies that have had essure inserts and the extent to be better prepared prior to surgery (patient plans on having it removed). Quality safety evaluation received on 16-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain a couple of weeks after essure (fallopian tube occlusion insert) insertion. A surgical intervention is planned for essure removal. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, patient's pain started in close association with essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 08-aug-2016: despite follow-up attempts, no response was given to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain a couple of weeks after essure (fallopian tube occlusion insert) insertion. A surgical intervention is planned for essure removal. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, patient's pain started in close association with essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. The product technical complaint investigation resulted in an unconfirmed quality defect. Despite follow-up attempts, no new information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.